Event description:
In 2009, the patient was undergoing an initial fusion procedure via plif. The surgeon was implanting an incompass 5.5mm ti closure top in one of the polyaxial screws when the closure top stripped. The surgeon explanted the closure top, and tried two more closure tops with the same outcome of stripping. The fourth closure top he implanted into the screw, worked without problem. There was a surgical delay of less than 5 minutes, and no harm to the patient.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending.